Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection and functional testing were performed on the device. The device's software was found to not meet product specifications and the eproms were reprogrammed. A review of the alarm log identified multiple software related system errors. Full functional testing, electrical safety testing, and simulated therapy testing were performed on the device and found no additional issues. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) pro machine had an unspecified failure. The step of setup or therapy during which this occurred; however, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). After further investigation, the reported problem was identified as a system error 0009 alarm. The cause of the system error 0009 alarm was determined to be the software eproms (erasable programmable read only memory). The software eproms were to be scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.